Event description:
This customer reported that the device stopped pacing and there was a leads off condition during pacing. They stated that the device was not pacing appropriately. The involved patient died two hours after being transferred to a different facility and the customer has stated that the device behavior did not impact the patient outcome.

Manufacturer narrative:
(B)(4): this customer reported that the device stopped pacing and there was a leads off condition during pacing. They stated that the device was not pacing appropriately. The involved patient died two hours after being transferred to a different facility and the customer has stated that the device behavior did not impact the patient outcome. This complaint is still being investigated. A follow-up report will be submitted after philips obtains more info about this event.